Event description:
It was reported that a patient underwent a pelvic organ repair procedure on (B)(6) 2010 and mesh was used. The patient reported that she had issues with the mesh immediately after the procedure. Small pieces were coming out, pain and discomfort, bleeding and issues with urinating fully and normally. The patient also has a total inability to have sex due to pain and inability to penetrate. The patient stated the issues have continually gotten worse and the patient is scheduled for a second surgery to try to repair the mesh.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of maude event report (B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.